Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was experiencing high blood glucose levels (300 mg/dl). Customer adjusted settings for high blood glucose levels, however, they were adjusted incorrectly. Cold insulin is used to load cartridge. Pump passed delivery system check.